Event description:
The customer contacted stryker to report that their device displayed artifact in both pads and 4-lead ECG with long pauses in asystole. In this state, the need for defibrillation therapy may not be determined, or the need for defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed artifact in both pads and 4-lead ECG with long pauses in asystole. In this state, the need for defibrillation therapy may not be determined, or the need for defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker further evaluated the customers device and was unable to verify or duplicate the reported issue. It is possible to cause artifact through hair particles on the electrode, inadequate electrode placement, or issue with leads. However, the cause of this could not be determined. Stryker also observed during the device evaluation that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. The event code was cleared from the memory of the device and thereafter did not return. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported and observed issues could not be determined.